Event description:
Information received indicates the bed has no functions from the siderails.

Manufacturer narrative:
The hill-rom technician investigated and found fluid ingress into the siderail control (u.c.m.) Boards. The technician replaced the siderail control boards to repair the bed.